Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low prostate specific antigen (psa) results that were generated by the access instrument. The customer reported, that several patient psa results were questioned by the physicians. The customer indicated that the lab reviewed patient results for the month and found four (4) patients with questionable psa results. The customer did not provide actual patient results. The customer gave only one patient example on a specimen that was pulled from storage, not frozen, that repeated at 6.0ng/ml. The customer did not receive any report of patient injury requiring medical intervention, or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Per customer, qc was within specifications. However, actual qc data was not supplied. The customer stated, that most samples are drawn in sst tubes. A field service engineer (fse) was dispatched to the customer's lab: the fse performed diagnostic testing and results passed within specifications. The fse verified alignments of pipettor to all positions. The fse went back to the customer's lab and repeated systems check verification after customer monitoring and the instrument met specifications. In a follow-up with the customer in 2007, they stated the instrument and their qc are performing within specifications. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.